Event description:
During embolization of a distal (ica) internal carotid artery aneurysm, an orbit 5x10 coil (637cf0510) stretched and detached. The coil was left in the patient, partially in the aneurysm and partially in the ica. The physician felt the case was successful clinically and made no attempts to retrieve the coil. The aneurysm had been successfully stented with an 28mm enterprise stent via prowler select plus microcath, agility 14 wire, and envoy 6french guide catheter. A prowler 14 microcatheter was "trapped" in the aneurysm via an agility 14 wire and 6french envoy guide catheter. An orbit 8x24 coil was successfully deployed in the aneurysm, followed by an orbit 6x15, an orbit 6x9, another orbit 6x9, and then the orbit 5x10 coil that stretched. The physician was having difficulty maintaining microcatheter position in the aneurysm, and discovered after the coil stretched that the microcath was not well positioned at the exit from the guide catheter and in the lower ica, and he feels that this microcatheter "redundancy" contributed to the coil stretching.

Manufacturer narrative:
Concomitant medical products: orbits coils, microcatheters, agility guidewire, and guiding catheter. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During embolization of a distal internal carotid artery aneurysm (ica), an orbit 5x10 coil (637cf0510) stretched and detached. The coil was left in the patient, partially in the aneurysm and partially in the ica. The physician felt the case was successful clinically and made no attempts to retrieve the coil. The aneurysm had been successfully stented with a 28mm enterprise stent via prowler select plus microcatheter. A prowler 14 microcatheter which had been delivered via an agility 14 guidewire through an envoy guide catheter was "trapped" in the aneurysm, i.e. Prior to deployment of the stent it was positioned in the aneurysm resulting in it being positioned between the vessel wall and stent when the stent was deployed. An orbit 8x24 coil was successfully deployed in the aneurysm, followed by an orbit 6x15, an orbit 6x9, another orbit 6x9, and then the orbit 5x10 coil that stretched. There was difficulty maintaining microcatheter position in the aneurysm, and it was discovered after the coil stretched that the microcatheter was not well positioned at the exit from the guide catheter and in the lower ica. The physician felt that this microcatheter "redundancy" contributed to the coil stretching. It was reported as being related to procedural factors. No further information is available. A review of the manufacturing documentation associated with orbit final assembly lot 15139266 and coil subassembly lot 15136687 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken. Based on the available information it appears that procedural factors including vessel and aneurysm characteristics resulting in device manipulation contributed to the coil stretching.